Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-06927. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. This is one of two medwatches being submitted. See also medwatch 2210968-2013-06927. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat a rectocele. The patient underwent the concurrent procedures of a vaginal hysterectomy, rectocele repair, cystoscopy, and urethral dilation during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4).